Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 28mm x 3.0mm, concentric and the de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). The lesion contained between a 45 and 95 degree bend. After multiple dilatation was performed with a 2x10mm non-bsc balloon catheter, leaving 75% residual stenosis in the lesion. A 3.00 x 28mm synergy¿ drug-eluting stent (des) was deployed for treatment. However, after stent deployment, a dissection was noted at the distal end of the lad. A 3.00 x 16mm synergy¿ des was used to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.